Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an empty cartridge alarm occurred. Reportedly, the cartridge still contained insulin. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 220-340 mg/dl.